Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) dash overheated while charging and melted the display screen. The screen was reported to have changed color prior to the thermal event. The pdm was not in use at time of the thermal event. The patient's blood glucose level rose to >250 mg/dl.